Event description:
It was reported by ecri that a hospital requested them to investigate a free flow event during use of pump module. The medication was hydromorphone and due to the event, the patient required "medical intervention but no lasting harm." Ecri reported that their investigation revealed the absence of the platen door (missing platen). It was also reported that the device did provide an audible alarm and a message was displayed on the pump "check IV set." The device was ten (10) years old. Although requested, ecri declined to provide additional information, including the hospital's name and contact information, citing confidentiality.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.